Event description:
Literature report: "clinical eval of a new posterior composite resin (point 4)" date: may 7, 2004. This clinical study reported that 12 months after a point 4 placement, a pt experienced a severe exacerbation of spontaneous pain after continuously reporting mild sensitivity. Endodontic therapy had to be performed.

Manufacturer narrative:
As the clinical study indicated, endodontic therapy was performed as a result of the pain.